Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient had a PICC line inserted in (B)(6) 2018, procedure was uneventful. Patient had a CT chest in (B)(6) 2019 and nothing untoward noted. However, a CT chest in (B)(6) 2019 revealed a fragment of metal within the PICC line, most likely part of the guide wire. The patient had not experienced any complications as a result. Duty of candor was completed and a datix raised for investigation. The wire has not moved and a clinical decision was made to leave the wire and PICC line in place.